Event description:
Reportedly, the ventilator shut down without warning during use on a pt who was on the bus on her way to school. The pt was then manually ventilated by her mother until she was taken home and put on the backup ventilator. According to the pt's mother, the ventilator was running by the internal battery at the time of the incident, and the battery had been charged all night. The ventilator reportedly shut down about ten mins after it started running. Please note that no pt injury was reported as a result of this event.